Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not receive a low battery prior to replace battery alert. The customer¿s blood glucose level was 13 mmol/l at the time of incident. Customer stated the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. This was not the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised to continue to wear insulin pump until replacement arrives. The device will be returned for analysis.